Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a gas leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue. The stm performed the cart, console and pneumatic module assembly (pim) leak tests and all tests passed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a gas leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.